Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if malfunction returned.